Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no low audio alert occurred on the g6 mobile application. The patient reported that during the hours of 12:00 am to 3:00 am on (B)(6) 2019, her glucose went lower than 40 mg/dl and she did not receive an alert. She experienced seizures and hit her head multiple times. She was able to take sugar with chocolate milk and she called out to her son. She does not remember how long the episode lasted but as a result of the event she had massive headaches. At the time of contact, the patient was doing okay. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.